Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there were unexplained power on resets observed in the black box. Battery compartment is intact, no cracks. No damage to the returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap; no power interruptions were duplicated during this time. The measurements of returned battery cap are within specifications. No intermittent power issues were experienced with the returned battery cap or pump. The pump successfully completed delivery accuracy test. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found. The power complaint was verified in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report her blood glucose was elevated to 600 mg/dl last night while the animas insulin pump has intermittently power issues. The patient indicated that her insulin pump was off when she had the reported elevated blood glucose reading. The patient¿s blood glucose was correct to 130 mg/dl after she managed to power the subject pump on and took a correction of bolus insulin. The power issue was not resolved with training. The alarm history did not show any low battery warnings. There was no product misuse, moisture or corrosion within the pump. The battery cap and compartment was not damage. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after she discovered a power issue with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.